Event description:
A caller reported that their pump declared a cartridge alarm 5. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Customer support instructed the caller to load a new cartridge, but the customer encountered an altitude alarm 21, preventing them from resuming insulin with the new cartridge. No additional information was received regarding the outcome of the event.